Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 230 mg/dl.

Manufacturer narrative:
Device not returned